Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified left common iliac artery. The 8x80mm armada 35 balloon dilatation catheter was advanced; however, during the first inflation, the balloon ruptured at 10 atmosphere due to sharp calcification. During removal, resistance was noted with the unspecified sheath and guide catheter, and the shaft separated. The patient was taken to surgery to remove the separated portion successfully. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported balloon rupture, difficulty removing the device, balloon separation, surgical intervention and hospitalization appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.na.